Event description:
Rph using 100 ml IV nutrimix bags to prepare total parenteral nutrition . One bag's transfer set was attached to bag. When removed, small puncture to bag. 2nd bag had 2 white caps (where set to be attached) instead of one white cap and one injection port.